Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels under 50 mg/dl, vomiting, and fainting; cause was not known. Customer consumed carbohydrates and family member administered baqsimi to address the issue. Customer went to the emergency room and was subsequently admitted to the hospital. The customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.